Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure the infusion stopped. Infusion was restarted after the surgeon removed and replaced his foot on the footpedal. The case was completed with the same system with no harm to the patient.

Manufacturer narrative:
The customer reported that the system stop providing irrigation during I/a mode while the surgeon was depressing the associated footswitch. The surgeon released the footswitch and stepped back down and was able to resolve the nonconformity. The company representative examined the system and was unable to replicate the reported event. The system software was upgraded to revision 2.04. The system was then tested and met all product specifications. The system was received and a visual assessment of the returned sample revealed that the tray arm was functionally nonconforming due to a nonconforming locking pin. The returned system was boot-up and no nonconformities were noted. The fluidics test was performed and no nonconformities were noted during testing. The system was manufactured on january 23, 2015. Based on qa assessment the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system met functional specifications. Unrelated to the reported event, the tray arm locking pin was found to be nonconforming; however, how it became nonconforming remains inconclusive. The system was found to meet functional specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).